Event description:
Rec'd report of broken balloon. A catheter was inserted into a pt for clinical diagnosis. The balloon was checked pre-insertion and found to be intact. Catheter was inserted into the pt, and attempt to wedge unsuccessful. Catheter removed and found to be "shredded" before use. Third catheter intact and used without problem. This lot number expired 9/97. Initially, no pt harm reported. A few weeks later, in follow-up call, reported that pt had expired, not related to product event.

Manufacturer narrative:
The complaint is not confirmed on the samples received for evaluation. Two catheters were returned in sealed unopened packages and examined. It was noted that the product had the expiration date of 9/1997. Both catheters passed the fiberoptic, thermistor, patency, and balloon inflation/deflation tests. The balloon evidenced some latex deterioration. A work order history review verified that the lot passed in-process and q.a. Inspections and tests.